Manufacturer narrative:
On (B)(6) 2016 medtronic representative, at the site, reviewed ndi configuration utility and found that the camera had a bump status fault and the navigation system logs showed that the battery voltage measured lower than recommended operating volt. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the site is not going to proceed with camera replacement at this time as the camera is currently functioning. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative received a report that a site's navigation system would intermittently display an amber fault light on the camera. A system re-boot would usually resolve the issue and restore normal function. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.